Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n 544250 hemolok xl clips 6/cart 84/box lot# 73f1900169, the samples were functionally inspected, and during the inspection issue reported not closing was not observed in the current manufacturing process. The device history review for the product hemolok xl clips 6/cart 84/box lot# 73f1800467 investigation did not show issues related to the complaint. Other remarks: corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect re ported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 clips were ligated on the patient. Two days later the patient went to the hospital again as his belly hurt. Then he was transferred to superior hospital and it was found that the clip opened, and the clip wriggled to the left. The patient was out of the hospital after surgical treatment. The appliers were checked in the hospital and found that 2 appliers were not manufactured by teleflex, and the jaw was not aligned. It is not confirmed which applier was used in the surgery.